Manufacturer narrative:
The device was received for evaluation contaminated with blood. During visual inspection, the tubing was observed separated from the male luer. Due to the nature of the sample no further testing could be performed. The reported condition was verified. The cause of the issue was due to incorrect assembly during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient is pediatric. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a non-dehp y-type catheter extension set broke "where the y hub and tubing connect" and subsequently leaked. The event occurred during patient infusion of total parenteral nutrition (tpn) and intralipid (il). The set was disconnected and a cap was placed. A "small amount of blood was observed to have back up in the right central venous catheter tubing". There was no report of patient injury or medical intervention associated with this event. No additional information is available.